Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of intimal dissection and hypotension are listed in the xience alpine, everolimus eluting coronary stent system, instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the moderately tortuous, heavily calcified, mid left anterior descending (lad) coronary artery. A 2.25 x 12 mm xience alpine stent implant was successfully deployed. Following stent deployment, something hazy was seen under angiography in the left main coronary artery, possible dissection. However, nothing was done to confirm that it was a dissection and no treatment was performed. The patient's blood pressure dropped, dopamine was administered, and an intra-aortic balloon pump (iabp) was used to help bring up the patient's blood pressure. The patient left the cath lab in stable condition. No other information was provided.